Event description:
It was reported that during an unknown procedure the titanium tip broke. The broken piece was retrieved. Changed to another one to compete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (blue). The broken portion was returned with the device. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The device was functionally tested with a generator. During functional testing on the gen04 generator, an error code 5 (instrument error) was displayed. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.